Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The proximal segment of the lead was returned to the manufacturer for an unknown reason, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.